Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with or charge her ipg. Multiple replacement chargers were unable to resolve the issue. It was also reported the patient had been experiencing an increase recharge burden prior to this. The patient's ipg was replaced with a new one.